Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that this inspiris resilia valve model 11500a23, implanted in aortic position, was explanted from a 58-y-o patient after an implant duration of 2 years and 1 month due to a leaflet tail abrasion leading to regurgitation. It was speculated that the condition may be associated with a micro-tear potentially caused by suture interaction (with the cor knot) from the time of the device's implantation, however the definitive cause remained unknown. As reported, the operating surgeon was highly experienced with the use of cor-knot and the subject device's implantation was not performed via a minimally invasive approach. The patient presented with dyspnea and fatigue prior to the intervention. Another bioprosthesis was implanted in replacement. Reportedly, the patient was on ward following the intervention due to some renal impairment, but doing well.